Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in clinic and reported that when the lvad system is connected to a mobile power unit, the mobile power unit ¿goes out¿. The patient reported that the driveline had not been manipulated in anyway. Approximately 2 weeks prior, the lvad system had produced a driveline fault alarm, and the system controller was exchanged and no further alarms had occurred. The patient was reported asymptomatic. Log file analysis confirmed pump stoppages. The patient reported that the driveline had not been manipulated in anyway. On (B)(6) 2017, the technical service representative performed a distal end percutaneous led (driveline) replacement. The patient was placed on a grounded power module patient cable after the replacement and the alarms did not return. The patient was to be monitored overnight for alarms and discharged if no further driveline issues. No additional information was provided.

Manufacturer narrative:
The reported pump stoppages were confirmed per the evaluation of the submitted system controller log file and the log file retrieved from pc-(B)(4). Furthermore, percutaneous led (driveline) damage was confirmed per the evaluation of the returned portion of the driveline. However, the reported driveline fault alarms were not confirmed. A section of the driveline, approximately 21.5 inches long from the connector, was returned for evaluation. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at the metal connector. Visual inspection identified a breach in the insulation at the metal connector on the brown wire. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying brown wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The other driveline wires were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of the other wires that would have resulted in an electrical short. No further driveline damage was identified. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.